Event description:
It was reported that pump generated cartridge alarm while customer attempted to use insulin therapy. There was no adverse impact to the customer¿s blood glucose level. Customer first loaded new cartridge using guided technique and initially resumed insulin delivery, but cartridge alarm recurred, so customer planned to use multiple daily injections as backup insulin therapy while tandem technical support arranged replacement pump under warranty, confirmed shipping information, instructed customer to place malfunctioning pump into storage mode and return it with prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.